Event description:
The customer observed non-reproducible, falsely elevated results on samples from two different patients using vitros trop I es on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased pt results were reported and questioned by the physician. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer had observed intermittent analyzer condition codes associated with a high volume of well wash beginning in 2008. The followin day, when the falsely elevated results were obtained, the initial repeat generated this same analyzer condition code. Ocd field service investigated and repaired the fluids manifold on the well wash module and waste bottle connections returning eci to expected operation. Follow-up with the customer in 2009, indicated no further occurrences of analyzer condition codes or non-reproducible falsely elevated results since the service activity. The root cause of the falsely elevated results is analyzer related.